Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient via a manufacturer representative reported that their implantable neurostimulator (ins) felt hot at times. The ins feeling hot was not associated with any particular behavior and they could not relate it to sitting in a particular spot or any particular activity. They were still feeling stimulation in all of their areas of pain but it was not helping any longer. The patient's doctor felt that it may be the progression of chronic pain. They added a new group capturing the painful areas to see if that would help with the stimulation no longer being effective. The patient wanted stimulation higher than their mid-back but due to the position of the lead that was not possible. The patient had the same stimulation that they did during the trial. During reprogramming the patient noted that their ins felt hot to them. The impedances were all within normal limits. The skin was palpated and the manufacturer representative felt slight warmth at the site. It was noted that the clinician programmer programming head had been at the site for over 25 minutes prior to this issue. The patient was going to try the new program. The patient was implanted for spinal pain.

Event description:
Additional information was received on (B)(6) 2017 from the consumer reporting that the patient had an allergy shot that morning and the nurse hit the implantable neurostimulator (ins) in their buttock. Per the patient the nurse assured them that they had not gone through the ins. It was reported that the stimulation did not work for the patient¿s lower back since implant and that the ins had never worked. It was reported that the patient had a lot of issues and the reason for reprogramming was to help relieve their lower back. It was explained that while charging one time the patient was not sure what they pushed but the patient had turned the ins off with the implantable neurostimulator recharger (insr). This occurred in november or (B)(6) 2016. It was reported that the patient messed something up so they went back to the health care professional (hcp) to get reprogrammed. It was mentioned that the battery had run out, it was not completely dead, but the patient knew it was going down. It was noted that after that it took the patient 2.5 hours to charge. Their lower back pain was getting worse so that the patient got muscle relaxers and a shot for lower back reli ef. It was reported that the patient had different shots in their back that seemed to work for a few days and then the pain would return. The ins was ¿not going the job¿ to help their lower back. No further complications were reported.

Event description:
Additional information was received from the patient. It was reported that stimulation was still not helping with the patient's lower back pain. The patient reported that they had two programming sessions in the past two weeks. It was reported that the x-ray that the patient had the previous month showed that everything was fine and a manufacturer representative had checked the system at their last programming session and everything appeared to be fine. The patient noted that they only had pain when they were standing up. The patient noted that they had the device turned off for three weeks and when they turned it back on, there was no change in pain control. The patient was considering having the system removed. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.